Manufacturer narrative:
This report is submitted on november 16, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 due tip foldover, performance decrement and poor sound quality. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 9, 2022.